Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during flushing, subcutaneous swelling was allegedly noted. Imaging revealed a leak near the subclavian vein. The device was allegedly removed by a health care provider from the cardiac cavity. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the catheter break as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, over-stretch, and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that during flushing, subcutaneous swelling was allegedly noted: saline solution was infusing and fluid aspiration was unsuccessful. Imaging with contrast revealed a leak near the subclavian vein and catheter fracture was detected. The catheter was allegedly removed by a health care provider from the cardiac cavity(ventricle) where it had migrated. The patient status is unknown.